Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported post op a realize band procedure, the band slipped. The band was replaced with a new band. A strain-relief was noted to be missing from the connector when explanting the original port. Radiology was called in to x-ray for location of the piece, but it was not located. There were no patient complications reported.